Event description:
It was reported that the balloon would not deflate before use. There were no patient complications reported. It is not known if the syringe was left attached to the gate valve during the deflation attempt.

Manufacturer narrative:
One swan-ganz catheter was returned for evaluation with a 3ml non-limited volume syringe. The return parcel did not include a guidewire or packaging. During the evaluation, the balloon inflated and remained inflated without leakage. The balloon deflated in less than 2 seconds without the syringe attached, which is within the allowable specification. The balloon deflated in 8 seconds with the returned b-d 3ml non-limited volume syringe attached. There is no specification for deflation time with syringe attached. As noted in the IFU, "passively deflate the balloon by removing the syringe from the gate valve". Additional evaluation found that when a 0.025' guidewire was passed hub-to-tip and tip-to-hub using the "j" tip end of the wire, the wire would become stuck inside the backform area. The straight tip passed in both directions. An x-ray was taken of the backform and the x-ray confirmed an air bubble, or void, at the end of the distal lumen extension tube. This condition will cause the guidewire to become stuck. The thru-lumens were leak tested and there was no leakage observed. The thermistor was also found to function and there were no open or intermittent conditions observed. The original complaint was confirmed but appears to be related to the use conditions (syringe was left attached during deflation). The bubble in the backform is confirmed to be a manufacturing nonconformance; this catheter is from a lot that was recalled for the issue. No further actions will be taken at this time.

Manufacturer narrative:
(B)(4).